Manufacturer narrative:
Health effect - impact code changed from 4613 to 4614.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Event description:
It was reported in mw5183966 that the patient experienced paralysis after a trial. The trial system was removed after the trial period. Initial reporter elected not to be identified.